Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the cx. Despite pre-dilatation the lesion could not be crossed, and the device was removed. During withdrawal the stent seemed to catch on a previously placed stent from a past procedure and dislodged, but it was possible to get a small balloon into the stent and adapt it to the vessel wall.